Manufacturer narrative:
The insulin pump alarmed button error after it boot up and the act button had intermittent response due to corroded keypad traces. The following cosmetic damage was noted: minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error on the insulin pump. Customer's blood glucose was 360 mg/dl. Customer stated that she could not clear the alarm and she took the battery out because the pump was just beeping and beeping. Customer stated that the customer was sleeping and she must have lain down on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.